Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 instrument for one pt. Customer tested a sample for accutni and obtained a result of 1.18 ng/ml. The sample was then aliquoted and re-tested upon which the result was 0.02 ng/ml. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to pt treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a na heparin tube and centrifuged for 8 minutes at 4500 rpms and appeared normal. Qc was within specifications during the time of the event. A diagnostic system check was performed after the event in 2009 and passed specifications. Customer declined service as they think the erroneous results are due to sample handling issues. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.